Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument's shaft was broken at the mouth, and the instrument could not be pulled out of the trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.170¿ x 0.151¿ was not returned with the instrument. This failure is typically associated with mishandling/misuse, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument shaft was broken at the mouth and the instrument could not be pulled out of the trocar. The procedure was completed using a backup fenestrated bipolar forceps instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The customer was able to remove the instrument and cannula together as one piece without increasing the port size. No fragments fell inside the patient during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome.